Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge. It was noted that the cartridge was used for more than the recommended 72 hours, and cts provided education on the proper usage duration, which the caller acknowledged. Ultimately, the customer reverted to an alternate method of insulin therapy.